Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they troubleshoot the unit and performed all the transducer tests and exhalation differential transducer failed pcb needs replacement. Tried calibration 0 failed also. The customer reported when they fixed he main pcba assy from other working machine into this machine it started to work normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported xdcr fault , low pip, low ve alarms on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.